Manufacturer narrative:
Operator of device is patient/consumer. The device was returned for evaluation. Visual and function tests were performed. The top and bottom cases are in excellent condition, there were no visible contamination. Primary audible alarm bgnd test was found in device event history log (ehl). The device was powered up and infusion/occlusion test was performed. The reported problem was not duplicated. It is unknown what caused the reported problem. There was no external damage or contamination to interconnect board or speaker; glue was intact on inter connect flex cable j9 connector. As preventive measure, the speaker and interconnect board were replaced; power up process and all the functional tests passed. A manufacturing devive history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Device is over three years old. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.

Event description:
It was reported that the device was displaying primary audible alarm. No patient injury was reported.